Manufacturer narrative:
Prior to utilizing the product in the patient, the temperature indicator was checked and confirmed that it was not black or dark grey, also prior to utilizing in the patient, the product was free of any kinks, bends or any other anomaly. The enterprise device and delivery system package were carefully inspected for damages to the sterile barrier and no damages were noted. When the enterprise delivery system was removed from the package, the wire and introducer were held together to prevent stent movement, and the operator confirm that the delivery wire did not move relative to the introducer. The stent did not partially deployed from the introducer, and the tip of the delivery wire was confirmed to be entirely within the introducer. Prior to inserting into the microcatheter, the enterprise delivery system wire appeared not to be kink, and the tip of the delivery wire was not pre-shaped. The (IFU) instructions for use guidelines was followed for flushing and inserting though the (rhv) rotating haemostatic valve. The introducer was properly engaged with the hub of the microcatheter. The microcatheter and enterprise delivery system were advanced past the target site and then the enterprise stent position at the target site. Prior to deploying the stent, the stent position was checked under fluoroscopy in multiple views for appropriate placement. During the delivery, the stent was not deployed, since only the enterprise guidewire was observed exiting the microcatheter. The stent delivery system was not advanced or re-positioned without the microcatheter. During advancement of the enterprise delivery system, fluoroscopy was utilized to constantly monitor free passage of the system. The report indicated that the distal end of the enterprise guidewire was able to advance pass the distal end of the microcatheter, however it appeared that the microcatheter was obstructed, although it was very difficult to know at the time. The guidewire was not pushed against any resistance and the enterprise system advance through the microcatheter in a normal manner. Constant flush was maintained at all times through the microcatheter and a dedicated flush was utilized for the microcatheter. After the stent failed to be deployed, the stent was not re-captured in order to remove from the patient, because the stent did not exit the microcatheter, just the guidewire. Therefore, the stent was not removed with the distal end expanded. After it failed to be deployed, the enterprise system and microcatheter were removed as a unit and the stent was also thoroughly flushed and dried. Probably the microcatheter prevented deployment of the enterprise stent by preventing exiting at the proximal end. The product was used in the patient but not implanted due to the malfunction. The stent was mounted on the enterprise delivery system and the stent did not dislodge in the microcatheter hub. The enterprise delivery system was inserted through the microcatheter. The event occurred during the procedure. The entire system was inserted, but the guidewire was the only portion that could be released from the tip of the microcatheter, therefore the enterprise stent was not completely out of the microcatheter when it was being deployed at the site. The IFU guidelines to deploy the enterprise stent were strictly followed. After removal of both, the enterprise system and the microcatheter, the guidewire tip had a smooth bend. The aneurysm neck diameter was 6.51mm. The parent vessel did not have plaque and it was not calcified or tortuous. The parent vessel was at an angle. No issues were identified with the microcatheter. The microcatheter was a prowler plus and the lot number was not available. Prior and after using, the microcatheter was free of kinks, bends, and other anomaly. No other products went through the microcather. The same microcather was not utilized to complete the procedure. After the procedure, no other issues were noted on the stent delivery, stent or microcatheters (kinks, bends, cracks, broken areas, etc). The products will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The initial report did not specify that the microcatheter was involved in the reported event; however additional information indicates that during advancing of the enterprise delivery system, the guidewire was not able to go any further through the microcatheter. Therefore, the enterprise system and the microcenter were removed as a unit from the patient. A new enterprise and microcatheter were inserted to successfully complete the procedure. The operator believes that the microcatheter caused the event, because the tip of microcatheter was the place that the system didn't advance any further. There was no patient injury reported with the event.